Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error.

Event description:
It was reported that the impactor device was firing but making a weird sound. It seemed like it didn't have enough power. During an in-house engineering evaluation, it was determined that the device rear housing separated from the mid plate due to the trigger screw having backed out, allowing the trigger body to move. It was also found that the trigger was difficult to depress/press and had a bent batter terminal. The device also failed pre-test for visual, impactor operation, anvil extends and retracts, intermittent test and final assessment. It was reported that the device was used in and there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.